Event description:
It was reported the rv (right ventricular) lead had unacceptable thresholds. It was capped and replaced. The device was explanted and replaced due to eri (elective replacement indicators) and subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: testing revealed no output and no telemetry, which was the result of lifted hybrid bond wires.